Manufacturer narrative:
Product complaint # (B)(4). Batch # r57y0u device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r57y0u. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
Could not fire. It was reported that during the laparoscopic radical resection of rectal cancer, when severing the rectum and colon, could not squeeze down the firing trigger. Re-adjust the device, could perform firing, but the staples malformed. Used suture to oversew, there were no adverse consequences to the patient. No additional information could be provided.